Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet was dislodged from the orifice and returned with the valve. No other damage was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the leaflet dislodgment could not be conclusively determined. Please note, per the instructions for use artmt100045600 version a, "using the valve holder/rotator and an sjm valve holder handle, rotate the valve in situ to the desired position. The valve should rotate freely. If resistance is noted, the valve holder/ rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation."

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 27mm masters series mechanical heart valve was selected for implant. After the valve was implanted the physician used the holder to rotate the leaflets and one leaflet fell off from the valve. The valve was removed and exchanged for another 27mm masters series mechanical heart valve. Extended procedure was reported and no patient consequences were reported.